Event description:
It was reported later that the patient's device battery was actually ok, and it was just the handheld that was not working properly that caused them to believe that the patient's device battery was depleted. No further information was received regarding why the handheld was believed to be the cause of the battery status indicator.

Event description:
The physician reported that the patient's generator was interrogated later using a different tablet, and the software showed that the battery was full. No further relevant information has been received to date.

Event description:
It was reported that a patient's device was at 50% battery status after being implanted for approximately three months. The physician believed the device had depleted prematurely. Longevity tables estimated 0.9 years until neos = yes at the current settings. A report was received that the patient's generator was replaced, but it was unclear if it was regarding the patient's previous generator or the generator in this report. No further relevant information has been received to date.